Event description:
Ous MDR. During the implantation, the lead got caught after a repositioning. The silicone tines became detached from the lead.

Manufacturer narrative:
No manufacturing error or material defect could be found by the analysis. Both fracture points show signs of high force impact during the implantation. The analysis did not find any deviations from the material and manufacturing specifications. According to the design specifications, the glue joints must withstand at least a force of 6 n. There is a high probability that, during the repositioning of the lead, the retention force between the tine part and the shaft of the lead was exceeded by the tensile force, and the tine part became detached from the lead. The predominant tensile forces during the implantation cannot be reconstructed during the analysis, but the 6 n were certainly exceeded.